Event description:
The company received a report where it was claimed that the tube was found with holes during pt use. The caller reported that three tubes failed during the attempt to intubate. The caller reported that the pt was extubated and reintubated with a replacement tube.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.